Manufacturer narrative:
Concomitant medical devices: dtba1d1 ICD , implanted: (B)(6) 2015.

Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead for noise, sensing integrity counter (sic), and out of range bipolar, and tip-to-coil impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.